Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that unspecified alarms occurred on the pump. Multiple attempts were made to provide troubleshooting but the customer did not respond.